Manufacturer narrative:
Additional information: d10, h3, h6. As received a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies. The reported event of high pacing impedance was not confirmed.

Manufacturer narrative:
Source: this product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the implant procedure, there was high pacing lead impedance noted on the right ventricular (rv) lead. A new lead was used to complete the procedure, and the patient was stable with no consequences.